Event description:
Addendum sep 22, 2022: the event occurred during preparation for use.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information.when the device was evaluated by the field service technician (fst) on site, the device was found to have no issue. The issue of no image was caused by the sony monitor that was being used in the event with the device.

Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, the device yielded no image. There is no reported harm to any patient.